Event description:
Info received on 7/7/97 indicates reason as pain. Info received on 11/19/97 indicates the malleable device was removed and replaced due to pain. An ambicor device was not implanted.

Manufacturer narrative:
Cylinder performed within specs.